Event description:
It was reported that the user received a low-glucose alert and experienced hypoglycemia with a blood glucose of 48 mg/dl, which was treated with oral glucose; subsequent blood glucose was 115 mg/dl, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without hospitalization. Investigation included case review and user counseling. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure, and the event was characterized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.